Event description:
"Transrectal prostate needle biopsies cystoscopy with attempted visual laser ablation of the prostate. Failure of laser, problem with apparent small laser perforation of posterior bladder wall. Exploratory laparotomy with open prostatectomy. Closure of perforation of posterior bladder wall. Cystotomy with placement of suprapubic penile catheters. Problem with machine generating laser with it shutting off spontaneously several times. Noticed no longer guiding light coming out of the laser fiber, found to be charred and the metal between lens, inner sheath and the cystoscope sheath were fused apparently by an aberrant laser beam. Something happened to the laser fiber and instead of automatic shutdown, it fused the stainless steel. Converted to tur. After case, abd distended, exploratory lap revealed liters of irrigation fluid. Outcome - extended hospital stay, unexpected surgery. Discharged 11 days later to home with suprapubic catheter, home health services and dme and physical therapy."